Manufacturer narrative:
One pump with unknown serial number was not returned for evaluation. The reported event cannot be confirmed due to insufficient information. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Based on risk documentation, the most likely root cause of the reported high power event can be attributed to multiple factors, including but not limited to thrombus formation/ingestion, high flows, or incorrect setting of alarm threshold. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. This information is based entirely on journal literature. All information provided is included in this report. Patient information is limited due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article: treatment of left ventricular assist device thrombosis: single-center experience. Experimental and clinical transplantation, 2018; suppl 1: 165-167. Doi: 10.6002/ect.tond-tdtd2017.p47. If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was reviewed which contained information regarding ventricular assist devices (vads). The article discussed vads for left ventricular support in adults and treatment of vad pump thromboses. Multiple patients and multiple manufacturers were noted in the article; however, a one-to-one correlation could not be made with unique device serial numbers. There were patients on vad support who were hospitalized with high pump power/flows. They experienced pump thromboses and hematuria, with one patient undergoing emergency heart transplantation and another undergoing pump exchange surgery. Other patients received thrombolytic therapy and received inotropes and diuretics for heart failure symptoms. The status/location of the vads is unknown. No further patient complications have been reported as a result of this event.